Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 1,874.6 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation, the patient had not recently had an MRI. The logs revealed stalls and recoveries going back to (B)(6) 2018. The patient was last filled (B)(6) 2018 with no issues. The volume discrepancy today revealed that the pump was stalling and recovering after looking at the logs. They expected 7.9 mls out of the pump and got back 15 mls, (B)(6).. The patient was admitted to the hospital on (B)(6) 2018 due to aspiration pneumonia, infection and patient also had parkinsons. It was hard to determine a pump issue because of all other issues patient had going on. The patient did not report hearing pump alarm. The logs showed (B)(6) at 23:46 so the pump was currently running. The patient was admitted to the hospital yesterday for behavior changes. The pump was to be replaced. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient's admission to the hospital was for behavior changes, the cause of which was unknown. The cause of the motor stalls and recoveries/tube set was not determined, the pump was returned for analysis. The cause of the patient not hearing the alarm was not determined. As an action/intervention take to resolve the motor stalls and recoveries/tube set, the surgeon was notified for possible pump replacement. The pump was replaced on (B)(6) 2018 by the surgeon, the motor stalls and recoveries/tube set had been resolved. The pump was to be returned for analysis, the patient had a new pump and was doing well.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing on the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.